Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error. No harm requiring medical intervention was reported. The customer will continue the use of device.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021, customer returned insulin pump for an alleged unspecified critical insulin pump error. No critical insulin pump error (open book image) alarm noted during boot up. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. Insulin pump failed the self-test due to insulin pump error caused by moisture damage on the electronic assembly. Unable to perform the sleep current test due to insulin pump error , insulin pump error , and insulin pump error due to moisture damage on the electronic assembly. Successfully downloaded history files and traces using thus. Insulin pump error , insulin pump alarms during testing. Insulin pump error was present in the history download on event date of (B)(6) 2022 09:25:01.000. Insulin pump error was present in the history download on event date of (B)(6) 2022 09:25:08.000. Insulin pump error was present in the history download on event date of (B)(6) 2022 09:25:08.000 . Insulin pump error was present in the history download on event date of (B)(6) 2022 09:25:36.000. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, and motor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Force sensor was not tested outside of insulin pump due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, missing display window/cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, label damage, and cracked retainer. Critical insulin pump error (open book image) alarm was not observed during testing. Critical insulin pump error (open book image) alarm not confirmed. Damages to the retainer ring was confirmed. Insulin pump error , insulin pump error , insulin pump error , and insulin pump error was confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for analysis.